Manufacturer narrative:
(B)(4). Date of event ¿ ni, brand name ¿ ni, device product code ¿ ni, catalog number ¿ ni, lot number ¿ ni, expiration date ¿ ni, date implanted ¿ ni, date explanted ¿ ni, concomitant medical products ¿ unknown mallory head, unknown shell, unknown liner, device manufacture date ¿ ni. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02656, 0001825034-2017-02657, 0001825034-2017-02658.

Event description:
It was reported that the patient has been indicated for a hip revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.